Event description:
Customer's son reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 405 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime and plunger push. Insulin did exit tubing and did not alarm no delivery. Customer was advised that insulin pump was working as designed. Caller reported that reservoir and reservoir cap were not properly connected. Caller was advised that infusion set would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.